Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead (B)(6) 2004; 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the device was unable to be interrogated with the programmer. A different programmer will be used. It was recommended that the software be started first before trying to interrogate the device. The device remains in use. No patient complications have been reported as a result of this event.